Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a skin infection with lesions under the adhesive where the pod was applied. The patient visited the healthcare physician and was diagnosed with dermatitis.